Event description:
The tip of the connecting pin for the xl 25 power shaft screwdriver broke off into the patient. The screwdriver and connecting pin were taken by the rep. Md looked at x ray that was taken during case that had the metal fragment on it.